Event description:
It was reported that, during treatment, an opsite post op dressing peeled off and got wet while patient was taking a shower. Wet dressing was replaced with a new smith and nephew opsite post op dressing. As this was noticed in a retrospective post market clinical follow up activity, further information is not available.

Manufacturer narrative:
The complaint was received as a result of feedback being provided following post market clinical survey. Due to this, no specific product details or batch/lot numbers have been available so no device history review was possible. A complaint history review was performed for the product family and event description, there have been further instances in the past three years. According to the studies, the devices were being used in patient treatment. The devices used for treatment have not been returned to smith and nephew for analysis. We have therefore not been able to confirm a relationship between the event and the device or identify a definitive root cause. Users of the device are advised to consult the instructions for use, to prevent and/or reduce future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including advice on application and removal. It also provides details of the conditions in which the device should be stored. This investigation has now been closed. No further actions by smith and nephew are deemed necessary at this stage. We will continue to monitor for any adverse trends relating to all product ranges.